Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a crack was found in the connector. No patient injury or clinical affects was reported. No additional information is available for this complaint.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. However two photos of the affected device were submitted for analysis. The reported issue was confirmed by these photos, which demonstrated the device in used condition, but with a visible crack on the connector. During the manufacturing process this component is 100% inspected for damage, and the observed condition of the reported device would have resulted in a rejection. A review of manufacturing device history records was conducted on the reported lot number, and no non conformances or anomalies were found recorded. Based on the available information the reported issue was confirmed, however no root cause could be established. Complaint information will be monitored and action taken as required.